Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Customer facility phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that the cadd extension set was leaking. The patient was receiving blinatumomab infusion with a cadd solis vip pump (2.5 ml/hour). The patient had to go to the hospital in the middle of the night to get the leak addressed. The patient was discharged from the hospital and sent home after the cassette and the extension set were replaced. The medication was also refilled at this time. The extension set began to leak again after two or three days. The patient was once again admitted into the hospital to have the issue corrected. The leaking issue was finally resolved after the second hospital admission. Although there was an under delivery of medication, the leaking problem did not cause or contribute to an adverse patient health effects.